Event description:
On (B)(6) 2012, wife requested assistance turning off the beep on the infusion device. She reported the pt was hospitalized due to a low white blood cell count and had an infection at his infusion site. F/u was completed with the pt on (B)(6) 2012. His infusion site was red and irritated and he was treated with an IV of antibiotics. He was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. The alleged infusion set was discarded and will not be returned for eval.